Event description:
As reported by distributor, hospital reported that when aspirating fluid, an air bubble was visible in the chamber of the angiographic syringe. It was not injected into the patient. The used device has been returned for evaluation.